Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and tactile examination identified no damages of the hypotube shaft and extrusion shaft. A visual examination and detailed microscopic examination of the balloon material identified no tears in the balloon material. A microscopic examination of the blade segments identified that approximately 2.5mm of a proximal segment of blade had detached from the balloon. The pad was fully intact, and no other damage was observed with the other blades. No issues identified during microscopic examination of the extrusion shaft and a microscopic examination of the tip section found no damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through a pinhole leak. The pinhole was located in the mid-section of the balloon (between the proximal and distal markerband). No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.